Manufacturer narrative:
Image analysis: five still images of treatment of the proximal rca were provided. The initial image showed an inflated balloon in the ostium/proximal rca. Image 2 and image 4 showed contrast injection into the rca, confirming the presence of a previously deployed stent on the bend from the proximal to mid vessel. Image 3 and image 5 show the presence of a pressurised balloon with contrast present in the proximal to mid balloon but no contrast, but maybe air was present in the distal end of the balloon. Cause for the deflation difficulties cannot be determined from the images provided. But the presence of air in the balloon may have caused an airlock. But this cannot be confirmed from the images additional information: it was not difficult to remove the protective sheath. It was not difficult to remove the packaging stylette. A concentration of 30mg /100ml, 1:1 proportion contrast / saline was used. There were no difficulties noted during inflation of the device and the balloon expanded normally after reaching the lesion. An inflation pressure of 12 atm was applied for inflation. After inflation, the balloon could not be contracted and failed to deflate so it was attempted to pull it out directly but this failed. It was attempted to puncture the balloon with a guidewire but this also failed. The entire system including the guide catheter and guide wire was successfully withdrawn together. The device was not moved or repositioned while inflated. Initial reporter name and phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter coronary balloon catheter to treat a mildly tortuous, non-calcified lesion with 90% stenosis in the proximal right coronary artery (rca). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that balloon deflation difficulties were experienced. The device would not deflate at lesion site following the first inflation. It was stated that an attempt was made to recover, puncture, and retrieve the whole system. The device could not be retracted normally. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the length of the lesion was 4.0x30mm. There was no difficulty noted when preparing the equipment. The device was being used to post dilate a deployed stent. After inflation, the balloon could not be contracted, the contrast medium could not be withdrawn and the device failed to deflate so it was attempted to pull it out directly but this failed. It is believed that the possible reason for the deflation difficulties may have been due to the residue of the balloon components inside, which may cause the valve to block. No other complications were noted. The patient is alive with no further injury and the patient condition was stable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.